Event description:
Report received of "catheter pulled out - withdrawal and return of symptom-episodes." Follow up with hcp revealed pt presented in may 2002 experiencing increased spasms and pain in lower extremeties. Pt was found to have a large coiling of catheter at pump site with complete pulling out of the spine. Catheter replaced. Pt improved post op.